Event description:
It was reported that the patient reported pain around the implants at tooth sites #3 and #4. Suspected sinus perforation and the implants were removed. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier- (B)(6). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.